Event description:
Surgeon reported a patient received an intraocular lens (iol) exchange due to the patient's report of seeing a yellow tint and spots with her initial iol implant. Patient outcome was good following iol replacement surgery. Additional information has been requested.

Manufacturer narrative:
H.3., 6.: the product was not returned for analysis; therefore, the complaint could not be confirmed. Results from the product history record review indicated the product met release criteria. There were no similar reports in the lot.